Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and suture was used. When the surgeon passed the suture through the tissue, the suture broke. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The returned used suture had both ends cut and residual dried blood and/or tissue remains present, indicating it had been used during surgery. No breakages were observed, but the returned segment did not account for the entire suture product, so a complete examination was not possible. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.